Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a device check. The pulse generator exhibited an inappropriate rate increase. The device was reprogrammed and the patient would be monitored via merlin.net.